Event description:
It was reported that nighttime hypoglycemia occurred while using the ilet bionic pancreas, with the lowest blood glucose of 48 mg/dl lasting approximately 30 minutes, and the caregiver inquired about adjusting evening targets; troubleshooting and education were provided, including guidance to seek additional training and consult the healthcare provider. Investigation included troubleshooting with education. Further investigation of this case revealed no device malfunction identified and cause unclear. There was no user reported clinical symptoms other than low blood glucose. Outcomes included the need for assistance from family members during nocturnal lows and use of oral glucose for treatment. It was concluded that the event was consistent with hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.